Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used reservoir performed pre-fill reservoir. Reservoir passed per inspection no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 508 mg/dl. The customer stated that the cannula was bent. The customer's infusion set and reservoir were replaced.